Manufacturer narrative:
Additional product information was received which identified the product to be associated with a different manufacturing site. It was previously submitted under manufacturing report number 1644019-2016-00407. The correct manufacturing report number is 2028159-2016-02051 and will be associated with future regulatory reports. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the phaco tips were shedding fragments into the eye during five procedures. It is unknown if fragments were retained in the patient's eye. The patient's current status is unknown. Additional information and product samples have been requested.